Manufacturer narrative:
(B)(4). Method: the subject rt266 infant dual-heated evaqua2 breathing circuit was received at fisher & paykel healthcare (f&p) in new zealand for evaluation, where it was visually inspected and analysed. Results: leak testing confirmed the reported leakage. Further inspection identified damage to the slit in the duckbill valve located in the swivel connector which caused the leak. Conclusion: we were unable to determine the cause of the damage to the duckbill valve. These parts are visually inspected for defects during the manufacturing process. Additionally, all rt266 infant dual-heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt266 infant dual-heated evaqua2 breathing circuit state the following: "check all connections are tight before use.". "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.". "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient.".

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel healthcare (f&p) field representative, that a rt266 infant dual heated evaqua2 breathing circuit failed the ventilator leak test prior to patient use. The ventilator was subsequently set up with a new circuit and no further alarms occurred. There was no patient involvement.

Manufacturer narrative:
(B)(4) the subject rt266 infant dual heated evaqua2 breathing circuit is currently en route to f&p healthcare in new zealand for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel healthcare (f&p) field representative, that a rt266 infant dual heated evaqua2 breathing circuit failed the ventilator leak test prior to patient use. The ventilator was subsequently set up with a new circuit and no further alarms occurred. There was no patient involvement.